Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -9.0 diopter into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to low vault and lens opacity-asc. The surgeon then performed cataract surgery with a trifocal lens.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a vial. Visual inspection found the lens is missing a piece of haptic. A-9.5 diopter. Report source - user facility is incorrect, should be distributor. (B)(4).